Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was noted that the rotor alignment pin insertion and removal was not as fluid as designed. The rotor alignment was performed to adjust this. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door for the imaging system would close but the system displayed that the door was open. No additional information was provided. There was no patient present when this issue was identified.